Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. The field service engineer (fse) arrived at the station and found that drawer 2.2 and drawer 3.1 had sporadic cubie pocket failures. Upon examination, both row cables were found to be loose. The fse reseated the row cables, adjusted the drawer cables, and fixed the bus cables for modules 2 and 3 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.